Event description:
It was reported that a patient from this hospital and with the same physician needed to have a second surgery possibly related to a catheter. No further details were initially provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).